Event description:
It was reported that the patient was dismissed by her pump managing physician in (B)(6) ¿because she questioned the high dosage of clonidine that was in the pump¿. The pump was delivering clonidine and morphine. The patient missed her refill and the pump alarmed. The patient went into withdrawal because her pump was not refilled. When she got to the doctor¿s office, she was prescribed 15 days of vicodin; the patient had been taking percocet and promethazine orally with the clonidine and morphine in the pump. The pump was filled with saline. The patient vomited and had extreme weight loss and her pain returned. The patient had a heart attack as a result of the withdrawal. The patient had been suffering from pain since (B)(6); the patient was currently in ¿a lot of pain¿. It was noted that the hcp (healthcare provider) was letting her have a drug holiday, but did not give her instructions¿. The patient was looking for a new pump managing physician. It was later reported that the patient missed the pump refill in (B)(6) 2013. The high doses of medication made her "wig out" prior to the missed refill. The pump had had saline in it since (B)(6); the patient was in a lot pain without the therapy. The patient wanted to find a new pump managing physician to reestablish the therapy. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).